Manufacturer narrative:
The insulin pump had intermittent button response and problem was isolated to keypad.

Event description:
The customer reported via phone call that the down arrow button was unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.